Event description:
Customer's mother called to report the insulin pump alarmed for no delivery. Blood glucose reading was unavailable at the time of the call. Troubleshooting was declined. Advised to perform a complete set change as soon as possible. Advised to call back when the alarm occurs so troubleshooting can be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.